Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left forearm. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.